Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on radius and underweight. A visual and micro analysis was performed which identified: striated opening, sharp opening, stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: -a sharp opening on posterior due to a surgical impact opening. -a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture at the time of explantation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture at the time of explantation. The device has been explanted.